Manufacturer narrative:
Follow-up # 1 - device evaluation:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed inaccurate results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that the meter started to read inaccurately at 6:00pm on (B)(6) 2015, when she obtained alleged inaccurately erratic blood glucose results of ¿248 mg/dl and 229 mg/dl¿ less than 20 minutes apart. Based on statistical methodology, the calculated difference between these results meets lfs¿ precision criteria. The patient manages her diabetes with oral medication, diet and/or exercise. She denied making any changes to her usual diabetes management regimen as a result of obtaining the alleged inaccurate readings. She reported that half an hour after the start of the alleged issue, she developed symptoms of ¿lightheaded, sweaty and hungry¿. She denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted that the patient had obtained samples from the same approved sample site and the meter was set to the correct unit of measure. The issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.